Event description:
When the product was taken out of the box, the technician noticed that the inner packaging was not sealed. The product was not used in the pt. Add'l info was received that a small piece of glue at the very top of the package was separated, but the seal at the catheter hub is fully intact.

Manufacturer narrative:
This device is available for analysis, but has not been received yet. Add'l info received will be submitted within 30 days upon receipt.